Manufacturer narrative:
The axium coil (model: qc-7-30-helix lot: a248064) was returned for analysis. The axium pushwire was found broken at ~8.5cm from the proximal end with the release wire pulled for ~6.6mm. The coin was found not against the lumen stop. The axium implant coil was found not attached to the pushwire. The axium implant coil was found detached from the pushwire. The axium implant coil was returned outside of its introducer sheath. The axium implant coil was found damaged and stretched. The detach element was found with the stretched and damaged axium implant coil. No other anomalies were observed. Analysis summary: the axium coil was returned for analysis. The axium pushwire was found broken at ~8.5cm from the proximal end with the release wire pulled for ~6.6mm. The axium implant coil was found not attached to the pushwire. The axium implant coil was found detached from the pushwire. The axium implant coil was returned outside of its introducer sheath. The axium implant coil was found damaged and stretched. The axium implant coil shell weld was found intact. The detach element was found with the stretched and damaged axium implant coil. No damages were found with the detach element. The axium implant coil tip od (outer diameter) and introducer sheath ID (inner diameter) were found to be within specifications. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed as the axium implant coil was returned outside of its introducer sheath. There were no reported issue pushing the axium coil out from within the introducer sheath for hydration. Therefore, it is likely that the implant coil became damaged during return of the implant coil back into the introducer sheath during preparation or due to an improper hubbing technique (over tightening of the rhv). Regarding the damage to the pushwire, in this event it is lik ely excessive force (pushing/pulling) was used causing the pushwire to break subsequently detaching the implant coil. Mdrs related to this event: 2029214-2019-00409 2029214-2019-00410. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil gave extreme resistance while pushing out the sleeve. The devices were prepared as indicated in the instructions for use (IFU). The coil was returned to medtronic for evaluation and found to be prematurely detached.